Event description:
A plunger holder/track ii was received for repair of a broken plunger retainer. During in-house testing. The hex value was not greater than co, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. No pt injury or treatment was associated with this event.